Manufacturer narrative:
The device returned to olympus for evaluation. The evaluation confirmed the customer complaint of peeled teflon pad. The teflon pad was partially separated from the jaw, exposing metal underneath the pad. Char marks were also found on the teflon pad. The evaluation did not duplicate the reported probe damage error, and no damage was found in the probe. Based on similar reports, a potential cause for the mechanical and thermal damage to the teflon pad is operator¿s technique. The device instruction manual states that to avoid this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the end of colon resection procedure, the teflon pad peeled. There was no report of patient injury or device fragment falling into the patient. The device also generated a probe damage error. The procedure was completed using another thunderbeat device.